Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument tips were not aligned, and the instrument could not clip properly. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred when the surgeon attempted to clip the vessel. The instrument moved but was unable to complete the closure. The medium/large green clips were being used. The vessel/tissue bundle was not larger than the suggested diameter in the user manual. The customer used another clip applier instrument to continue with the procedure.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm medium-large clip applier instrument for failure analysis investigation. The instrument was analyzed and was found to have one severely bent grip causing the misalignment of the grips. A clip could not be properly loaded on the grips. The jaws opened with no issue but closing of the grips were prevented due to the bent grips. The grips did not show cracking damage.